Event description:
The complainant had an impella 5.5, ECMO and impella rp support ongoing for patient win pccs and suffering from right ventricle (rv) failure. The patient had the rp running for days when the patient had a bowel movement and was rolled in the bed for cleaning and the flows and mc dropped. The low flows were prompting the team to replace the pump but, instead discovered the pump had become mal-positioned.

Manufacturer narrative:
The investigation into the reported "positioning issues" has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and found a catheter kink observed close to motor housing side. Borescope view of cannula was obtained and significant biomaterial was found inside and blocked around and beneath the impeller at inflow cage. Pump was ran with biomaterial and higher/saturated flows reproduced. The data logs were reviewed and motor current spike seen on (B)(6) around 4 am with drop in flows and no change in p-level. Placement signal(ps) shifting upwards with rise post the motor current spike. Additional motor current spike was seen relevant to ps shift resolving. Flow issue did not resolve with repositioning of the pump. On 09/13 afternoon at 2 pm ps shift resolves after second mc spike just prior to increase in p-level to p-9. Slight saturated flows seen later which is higher than normal flow range at p-9. Rising motor current with slightly higher than normal flows found with decreasing ps. Due to likely change of clot position at inflow cage post the mc spike, additional resistance to impeller/motor is observed indicating rising motor current with decrease in ps alongwith flow saturation. Saturated and variable in flows with additional resistance to mc continued for next 87 hours until explant on (B)(6). Cvp and pa pressures were found to be elevated during this time. The cause of the positioning issue was patient movement related with pump migrating during bedding change. The cause of the low pump flow issue was due to biomaterial ingestion.